Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for complex reg pain syndrome type I and non-malignant pain. Information was reported that the caller is not with the patient. The caller stated the patient's ins is not working, but doesn't know what that means. The caller was with the patient yesterday. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
Patient code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that their ins was not working and they wanted to see if a rep could meet them at their healthcare provider (hcp) office for programming. The patient stated it stopped working back in june and that they were scheduled to see a rep in july at 9:30 am, but then they were told at the time of their appointment that the rep couldn't come until 4:30pm, so the patient did not see anyone. The patient stated their hcp had already called and tried to page the rep but had not heard back so, they were instructed to call into patient services. The rep¿s role was reviewed, but since the patient had already tried to contact a rep through their hcp patient services offered to send an internal message to a patient with the patient¿s appointment information. During the call patient services was able to get the patient to connect with the ins using their patient programmer to see if stimulation was on. The patient was on group a at 0.55v and stimulation was on. They stated that depending on their activities and position the stimulation level would change and reported that it was not working properly at this time and they needed some programming done. They stated that they had done this in the past two times already, on in 2014 and once in 2016 at their family doctor¿s office where the rep met with them (no therapy issues were indicated). The patient was also redirected to follow-up with their hcp to page out a local rep and see if they could be at their appointment. It was reported that the device stopped working on (B)(6) 2018. No further complications were reported/anticipated.